Event description:
Grasper piece was attached to handpiece and inserted into patient. When surgeon activated grasper to open, the grasper broke and a piece of grasper fell into the patient. Surgical/anesthesia time was extended by five minutes and an x-ray was done to ensure all foreign material was removed from the patient.

Manufacturer narrative:
An investigation was performed of the reported issue of scissor tip broke off failure mode and it was confirmed. Customer reported the unit to be p/n 3252 from lot number 00170850. Summary of investigation can be found below. Investigation was performed by sr. Quality engineer. Manufacturing process was reviewed, there are no normal manufacturing conditions in it that would result in scissor tip broke off as the one reported. No sample was available, however there was a picture that was used for this investigation. It can be seen that slot broke (see figure 2. Broken slot). There is a CAPA initiated for the reported failure mode, it is car-0161. Root cause analysis for reported failure mode and actions are dealt within previously mentioned CAPA (car-0161). The complaint for jaw is broken failure mode could be confirmed.